Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and an obturator sling and elevate were implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with posterior repair and cystoscopy; due to recurrent grade 3 rectocele.

Manufacturer narrative:
(B)(6). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted concurrently with sys repair apical and implantation of the post.

Manufacturer narrative:
Additional narrative: it was reported that patient underwent posterior repair with pelvisoft graft and cystourethroscopy on (B)(6) 2006 by dr. (B)(6) at (B)(6) medical center ((B)(6)) due to grade iii symptomatic rectocele. It was reported that patient underwent anterior repair with avaulta graft, tvt-secur procedure and cystourethroscopy on (B)(6) 2006 by dr. (B)(6) at (B)(6) medical center due to grade iii cystocele and sui. It was reported that patient underwent interstim stage I and stage ii complete on (B)(6) 2014 by dr. (B)(6) due to urinary urgency, frequency and urge incontinence.